Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system extract transform load (etl) process was delayed, pharmacy order was down, and device was in critical override mode. The technical support specialist (tss) dialed into the server, completed the troubleshoot and confirmed that etl process was up and running according to the server time, with the most recent interval taking five minutes from the previous etl cycle. The tss checked the log job history and confirmed that the job succeeded. The user later confirmed that the machines were working appropriately and indicated the issue was likely due to a temporary connectivity problem on their end. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server all devices were in critical override, hsv alert indicated pharmacy order and etl process delays, with report data not current. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.